Event description:
A 3.0mm diameter x 18mm length ave gfx stent was successfully placed at the target lesion in the right coronary artery. During post dilation of the stent with a percutaneous transluminal coronary angioplasy balloon, the guide catheter suddenly lost position and caused the percutaneous transluminal coronary angioplasty balloon to pull the stent partially into the aorta (approximately 4mm). The stent was post dilated with a percutaneous transluminal coronary angioplasty balloon and the pt was given reopro for treatment of possible thrombus formation. The pt remained stable and there was no additional clinical sequelae reported relative to the event.